Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient reported a cgm inaccuracy but could not recall the specific cgm or bg meter values for this event. The patient suffered a seizure. Ems was called. Once ems arrived, the patient was transported to the hospital. No treatment/medication details were provided for this event, other than the patient was treated with insulin at some point. The patient was discharged home 2 days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.